Manufacturer narrative:
Investigation: no product or photo was returned by the customer. The customer complaint that the alaris tubing and ICU medical spinning spiros came disconnected could not be verified due to the product not being returned for failure investigation. A device history record review for model 11522558 lot number 20116052 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13nov2020. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of connection issues with lot #20116052 regarding item #11522558

Event description:
It was reported that the gem v/nv 20dp ps ckv 3ss dehp free experienced component separation. The following information was provided by the initial reporter: material no:11522558 batch no: 20116052 cytarabine primed with alaris tubing and with ICU medical spinning spiros device at the end came disconnected at the point of the spiros, 15 hours into a 24 hour continuous infusion of cytarabine devices used ICU medical oncology kit with spinning psiros.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20dp ps ckv 3ss dehp free experienced component separation. The following information was provided by the initial reporter: material no:11522558 batch no: 20116052 cytarabine primed with alaris tubing and with ICU medical spinning spiros device at the end came disconnected at the point of the spiros, 15 hours into a 24 hour continuous infusion of cytarabine devices used ICU medical oncology kit with spinning psiros.